Event description:
It was reported that a user experienced recurrent low glucose events, including overnight episodes, while using the ilet system, with some lows occurring after announcing meals when glucose was already in a lower range; the user also experienced periods of high glucose with a peak of 401 mg/dl followed by subsequent lows reaching 59 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral glucose and disruption of normal activities due to high and low glucose fluctuations. Investigation included review of available glucose data and provision of troubleshooting and education, including guidance to use 15 g of fast-acting carbohydrate every 15 minutes to correct lows and consideration of contacting clinical management to review overnight cgm targets. Investigation of this case revealed no device malfunction, and the pattern suggested user management factors such as meal announcements at low glucose and possible overnight settings as contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.